Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt called from (B)(6) hospital as in-patient for an infection. MRI/CT scan provided info that infection along the lead and ins. Pt reported that infection started in (B)(6) 2021, healthcare provider had stated it was just a superficial infection and treated it with antibiotics with pt with a follow up 1-2 weeks later. Pt indicated it cleared up some but came back again. Pt has been dealing with this on and off since (B)(6) and keeps getting antibiotics, infection drains then clears up, begins to drain again, more antibiotics, clears up. Pt went to the ER last week, treated in outpatient care and now moved to inpatient care. There is a neurologist that is willing to remove device which is what the patient wants to do at this point.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2021; product type: lead. Product ID: 977a260; serial#: (B)(4); implanted: (B)(6) 2021; product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-jun-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 28-may-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.